Event description:
On (B)(6) 2011, the patient contacted animas alleging that her blood glucose was elevated to 500 mg/dl when she awoke. Reportedly, the animas insulin pump alerted the patient about the low battery at 3 am but the patient did not take any action to replace the battery. In the morning, the animas pump did not have any power and the patient developed symptoms of nausea/stomach pains and high blood glucose. The animas insulin pump was replaced due to a peeling keypad issue. This complaint is being reported due to a use error and because the patient developed hyperglycemia after the patient failed to replace the battery per the owner's manual.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: visual inspection indicated no damage to the battery cap or compartment. The pump powers on appropriately to the verification screen with functional auditory and vibratory alarms. A review of the black box shows an unconfirmed "replace battery" alarm occurred at 9:18 am on the reported event date follow by a reboot and a battery change two hours later. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. Investigation determined that the alleged power issue was due to use error in that the user did not confirm a replace battery alarm. Unrelated to the complaint, investigation revealed that the keypad was torn in multiple places. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. There was evidence of keypad adhesive found under the contrast, up arrow, and ok button contacts, and the down arrow button contact was found to be inverted.